Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse contacted the customer via telephone to address the reported event. Fse instructed the customer to remove the top cover of the device, power down, and remove the incubator table cover. Next, the customer was instructed to clean the incubator table cover, remove and clean the incubator plate with 10% bleach and reagent grade water, then dry off the incubator plate with a kim wipe. Then, fse instructed the customer to clean the incubator table and reinstall the incubator plate and table cover; then reinstall all the covers and run two daily maintenance checks. Both daily checks passed with no errors. The customer was subsequently able to run quality controls (qc) without issue. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(4) 2017 through aware date (B)(4) 2018. There were two similar complaints identified during the search period. The aia-900 service manual, rev b; chapter 8- troubleshooting - error messages was reviewed. The 4273 incubator home overrun: the aia-900 service manual under chapter 8- troubleshooting indicates that the 4273 incubator home overrun error message is generated when the s120 sensor detects the home position after movement at high-speed to a point 20 steps from home position. The operator is instructed to contact the service department, check s120, and check to see the cause of slipping, and so on, that occurs when pm120 moves to the limit side. The 4275 incubator slipping detected: the aia-900 service manual under chapter 8- troubleshooting indicates that the 4275 incubator slipping detected error message is generated while the incubator is moving over the specified distance, the stipulated number of detections do not occur at the home sensor s120. Measurement will be interrupted. The operator is instructed to contact the service department, check s120 and pm120 for a possible malfunction. The most probable cause of the reported event was due to a dirty incubator plate.

Event description:
It was reported that the customer received "4273 incubator home overrun" and "4275 incubator slipping detected" errors with their aia-900 analyzer. The customer stated that when she started the device she received the "4273 incubator home overrun" error. She attempted to troubleshoot by powering the device off and retrying daily checks; however, the error persisted. Technical support (ts) instructed the customer to remove the cover to observe the incubator. Next, when the customer ran daily checks and the incubator started to move, the "4275 incubator slipping detected" error occurred. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for alfa-feta protein (afp). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.